Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance ¿ 3 needles was missing label information. The following information was provided by the initial reporter: production fault. No batch number and expiry date on product.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301000 and lot number 210334. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) pictures were provided for evaluation by our quality engineer team. However, the pictures do not display the reported defect of ¿no batch number and expiry date on product.¿ one of the pictures displays the shelf carton with the proper product label attached, although the label does reveal that the pictured product does not belong to the reported material or lot for this record. Two (2) of the pictures provided also appear to show shelf carton damage. Follow up was performed in an attempt to clarify the issue reported and any other potential defects the customer faced; however, no response was received at this time. Based on the investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd microlance ¿ 3 needles was missing label information. The following information was provided by the initial reporter: production fault no batch number and expiry date on product.